Manufacturer narrative:
H10: the key market reported that the device was displaying error code 1203 (alarm message: low leak ¿ co2 rebreathing risk).

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flow sensor machine failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a machine failure. During follow up with the key market, it was reported that the issue was related to the flow sensor. The key market responded that the flow sensor was the problem, and that it has been repaired. The device was returned to use.